Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing ongoing low blood glucose (bg) levels however no specific value was provided. The contact stated the low bg levels were caused by natural part of being diabetic and are not related to the pump or pump supplies. Carbohydrates were consumed to address bg level. Reportedly, the customer is already in contact with their healthcare provider regarding their low bg levels.